Manufacturer narrative:
It was reported by the customer that leaked at IV connection. One sample was received for quality evaluation. Visual inspection of the sample was conducted and no damages or abnormalities were identified. The sample was then connected to a bd sample smartsite at the male luer connector and a bd needless syringe on the maxplus connector. A fluid draw and push was conducted repeatedly to determine if there was any leakage on the sample. No leakage was identified. The customer complaint of leakage was not confirmed. A root cause analysis for the reported failure was not conducted because the issue was not replicated. A device history record review for model mp5314-c lot number 25085082 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxplus pressure rated extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that leaked at IV connection.